Manufacturer narrative:
This event did not involve pt contact. Product is an instrument and is not implantable. Visual inspection found instrument tips twisted. Device history record review found the product met specifications. Further investigation pending.

Event description:
In 2007, the sales rep noticed that the driver teeth were found worn during kit inspection. In 2008, after the completion of the complaint return product evaluation, it was identified that the tips were twisted and not worn originally reported. The malfunction has resulted in an adverse event in the past.